Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler versus the rxl device. In (B)(6) 2011, 40 cases had troponin (tni) in the range of 0.05 - 0.07 on the triage meter; about half of these tested <0.05 on rxl and the other half agreed to the triage results. Recently, customer noted that 21 out of 23 cases resulting in tni 0.05 - 0.07 on the triage device, were <0.05 on the rxl, and the other 2 agreed with the triage results. No pt info provided. Cut-off for tni: triage = 0.4; grey-zone = 0.05 - 0.04; rxl = 0.05. All samples were collected in full edta tube. No clots or bubbles recorded. All samples were tested as fresh, loaded to device with triage pipette. Room temp was 72f and stable. Test device stored in the fridge, warmed to room temp for hours, and opened only at test time. There's no other equipment close to the meter.